Event description:
Pt was receiving 5 fu via continuous infusion with a microject pump. The pump was cycling and the green light was cycling and the green light was on continuously. When pt returned to the ambulatory suite it was determined that the medication had not infused and that the microject cassette had failed. Replaced pump and tubing and administered medication.